Manufacturer narrative:
The product was returned and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. However, investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has recorded some inappropriate atrial tachy response episodes due to respiratory rate trend (rrt) oversensing. The right atrial pacing impedance has been irregular within normal limits, which has amplified the transthoracic impedance that rrt uses. Technical services recommended to turn off the rrt feature, this will be discussed with the physician. This crt-d remained in service until the patient passed away due to unspecified reasons not related to the performance of this device. This crt-d was returned for analysis and no adverse patient effects were reported.